Event description:
The user facility reported that the unit was leaking water and emitting a burning smell. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found a pipe was leaking. The technician repaired the pipe and confirmed the unit was operational; no further issues have been reported. The sterilizer was installed on (B)(4) 2004 and is under steris service contract; preventive maintenance was completed on (B)(4) 2012 when the unit was found to be operating properly and no leaks were noted.